Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The customer reported that after two minutes of starting the treatment the machine alarmed ¿blood leak¿ during the inspection the nursing staff detected an internal leak near to the cap of the dialyzer. Immediately, the staff replaced the product for a new supply. It was reported that the product sample is not available to be returned to the manufacturer for evaluation because it was discarded. A photo of the reported issue was provided. Additional information was obtained from the clinic. It was reported that the machine, a fresenius 4008s machine, alarmed appropriately with a blood leak alarm. The leak was described as an internal leak. The leak was visually observed on the arterial header cap of the dialyzer. Blood test strips were not used. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was unknown. There was no patient injury, adverse event, or medical intervention required as a result of the reported event. The patient was able to complete treatment on a new machine with new supplies.

Manufacturer narrative:
Plant investigation: a photo was provided. The photo shows the bell housing at one end of a dialyzer where there appears to be blood outside of the fiber bundle, possibly indicative of a blood leak. However, the report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample.a production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.